Manufacturer narrative:
Concomitant medical products: product ID 3550-39, product type: accessory. Product ID 3778, product type: lead. Product ID 3778, product type: lead. Product ID 3550-39, product type: accessory. Product ID 3778, product type: lead. Product ID 3778, product type: lead. Product ID 3550-39, product type: accessory. Product ID 3550-39, product type: accessory. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer that the patient experienced ineffective stimulation and the leads were explanted. It was unknown what the device was indicated for.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.